Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged and the patient was not able to use the therapy. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.